Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning. The patient noticed a very slow decline in suction and gradually the device started to lose suction. The patient stated that they were never told that the purewick accessories replacement kit needs to be replaced, and they had been using the same accessory kit since july order. The patient also stated that the first order of purewick accessories replacement kit was stolen. The patient had a purewick urine collection system for a year and a half and did partial troubleshooting.

Event description:
It was reported that the purewick urine collection system was not suctioning. The patient noticed a very slow decline in suction and gradually the device started to lose suction. The patient stated that they were never told that the purewick accessories replacement kit needs to be replaced and they had been using the same accessory kit since july order. The patient also stated that the first order of purewick accessories replacement kit was stolen. The patient had a purewick urine collection system for a year and a half and did partial troubleshooting.

Manufacturer narrative:
Upon further review, per additional information received this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.